Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID extend ii using an immucor csw100 microstrip washing device.

Manufacturer narrative:
No customer product or blood samples were returned to immucor for immucor investigation. On (B)(4) 2014, the customer relayed to immucor technical support remotely that a part (a 3 position fluid valve) was broken on the back of the washer. A replacement part was shipped to the customer on (B)(4) 2014. On (B)(4) 2014, the customer reported that upon receipt of the part, the customer installed the replacement part, and retested. The retest results were expected positive.